Event description:
A healthcare professional reported that a patient was injected in the lips with JUVÉDERM® VOLBELLA¿ XC. Post injection there was swelling and nodules reported. The HCP prescribed the patient with doxycycline, and prednisone. The adverse event resolved.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.This is a known potential adverse event addressed in the product labeling.